Event description:
It was reported that the patient presented in clinic with symptoms of faintness. Upon interrogation, the device exhibited an ECG anomaly. The clinician would discuss using a holter to evaluate the patient's condition with the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Clinician would discuss intervention with the physician.